Manufacturer narrative:
The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges." The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the battery gauge was fluctuating resulting in the pump shutting down. Reportedly, the customer¿s blood glucose (bg) level read ¿high.¿ the customer treated elevated bg with manual dose injection. A replacement pump was sent to the customer to resolve the issue.